Manufacturer narrative:
The insulin pump was received with no down button response due to flattened button dome switch. No button error alarm noted during our testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer called three days later and stated that she continued to receive button error alarms and also the numbers kept ramping when trying to deliver a bolus. The customer did not recall any significant events leading to the alarm. Blood glucose value was 127 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.